Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary surgery when the issue occurred, and it was completed as planned without any influence. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was a remote alert indicating the point (power inverter) resonance frequency was too high. The rse instructed customer to replace point. The customer refused the suggestion of replacement since the system was out of warranty. No service has been performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the resonance frequency was too high on the frontal c-arm, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.